Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected vitros trop I es results were obtained from two different patient samples processed on a vitros 5600 integrated system. The most likely assignable cause for the higher than expected results is instrument related, as within-run trop I precision testing were outside of the acceptance limits, indicating that the instrument was not performing as intended at the time of the event. The technical solution centre continues to work with the customer to optimise the performance of their instrument. Historical trop I qc data was not provided, therefore the performance of the reagent at the time of the events cannot be evaluated. Atypical reagent performance cannot be entirely ruled out as potentially contributing to the events. Additionally, it could not be established if the customer was following the sample collection device manufacturer¿s recommendations for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
The customer observed non-reproducible, higher than expected vitros tropi es results from two different patient samples processed on a vitros 5600 integrated system. Patient 1: result of 0.34 ng/ml versus expected result of 0.012 ng/ml. Patient 2: result of 0.5 ng/ml versus expected result of 0.017 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. Despite several requests for the information, it is not known whether the higher than expected trop I results were reported from the laboratory. Ortho have not been made aware of any allegation of actual patient harm as a result of this event. (B)(4).